Event description:
The company received a report where it was claimed that: the locking mechanism doesn't seem to be working. After 2 days post op use in itu the 15mm connector became so loose that the surgeon deemed the product unsafe to use and decided to replace tube. Tube used on a ventilated pt, resulting in difficulty with ventilation due to poor tidal volumes."